Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h11. Correction: h4. Reported event was confirmed by review of medical records provided. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. Medical records review indicates there is cellulitis with increased swelling secondary to increased activity, moderate severity; the redness was around the knee more medial and down around the calf. The swelling and cellulitis was noted at his 2 week follow up appointment. Subject was started on doxycycline and instructed to decrease his activity, ice, elevate and continue doing his exercises 3 times a day. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported patient is experiencing cellulitis and swelling due to increased activity two weeks post implantation and treated with antibiotics. No more information is available.

Manufacturer narrative:
(B)(4). D10 - medical product: femur cemented cruciate retaining (cr) catalog # 42502607001 lot # 66415011. Articular surface medial congruent (mc) catalog # 42512100912 lot # 66561688. All-poly patella catalog # 42540200038 lot # 66635380. Palacos bone cement catalog # 5051207 lot # 68991307. H3: customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.